Event description:
It was reported that during a fistuloplasty intervention procedure, a balloon rupture occurred. The 7.0 x 40 mustang balloon catheter was selected and advanced to treat an unknown lesion. On approximately the third inflation above 20 atms the balloon burst circumferentially, causing the vessel to go into spasm and making it difficult to withdraw the balloon. Part of the balloon was left inside the patient. The physician regained access and used another 7.0 x 40 mustang balloon to open the stenosis without any difficulties. The fistula began working again and no further patient complications were reported. The patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).